Event description:
The user facility reported that the 55-year-old male patient on impella 5.5 support had a small hematoma at the insertion site. The site was monitored, and anticoagulant was restarted in the afternoon. It was further reported that the patient was walking daily and impella was repositioned on day five of support. The patient remained on support.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.